Manufacturer narrative:
The associated reflection xlpe liner was returned and evaluated. An inspection of the product noted that scratches are observed at the dovetails, causing by attempt implantation. Dimensional inspection was performed and the failure mode cannot be confirmed. The damage/deformation at one location of the device would not allow for accurate measurement. The complaint device was also attempted to be implanted, which may or may not have altered the dimensional characteristics. All other associated features were measured within tolerance. The device was manufactured in 2014. Our investigation included a review of complaint history for the listed part which revealed no prior complaints for the listed failure mode. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated reflection xlpe liner was returned and evaluated. An inspection of the product noted that scratches are observed at the dovetails, causing by attempt implantation. Dimensional inspection was performed and the failure mode cannot be confirmed. The damage/deformation at one location of the device would not allow for accurate measurement. The complaint device was also attempted to be implanted, which may or may not have altered the dimensional characteristics. All other associated features were measured within tolerance. The device was manufactured in 2014. Our investigation included a review of complaint history for the listed part which revealed no prior complaints for the listed failure mode. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the liner could not be locked, finally a backup device was used to complete the surgery.